Event description:
A customer reported to beckman coulter (bec) that coulter act diff hematology analyzer was leaking at the probe. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place. No patient results were affected. The field service engineer (fse) observed there was a fluid leak under the probe of the instrument. The fse replaced the probe wipe and the respective tubing. The leak was repaired. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).